Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to inadequate charging of the implantable pulse generator (ipg). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the hospital and will not be returned for analysis. Postoperatively, the patient reported that pain coverage had been achieved.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.